Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation through uterine wall') and device dislocation ('essure micro-insert protrude through the upper myometrium at the left cornu of the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and amenorrhoea ("2 months of amenorrhea"), was found to have a pregnancy with contraceptive device ("pregnant") and underwent abortion induced ("termination"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, amenorrhoea and abortion induced outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the second trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced, amenorrhoea, device dislocation, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: bilateral tubal occlusion. Ultrasound pelvis - on an unknown date: leiomyomata. Concerning the injuries reported in this case, the following one were reported via social media: uterine perforation, device dislocation, amenorrhea, pregnant with contraceptive device, device ineffective and abortion induced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation through uterine wall'), device dislocation ('essure micro-insert protrude through the upper myometrium at the left cornu of the uterus') and pregnancy with contraceptive device ('pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and amenorrhoea ("2 months of amnorrhea"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("termination"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, amenorrhoea and abortion induced outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the second trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced, amenorrhoea, device dislocation, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy on an unknown date: bilateral tubal occlusion. Ultrasound pelvis on an unknown date: leiomyomata. Concerning the injuries reported in this case, the following one were reported via social media: uterine perforation, device dislocation, amenorrhea, pregnant with contraceptive device, device ineffective and abortion induced. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.